Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds digital controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds digital controller were used during a cholangioscopy procedure performed in the bile duct on (B)(6) 2022. During the procedure, the picture keeps shutting down. It was reported that sometimes it works and there were times the picture was lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.